Manufacturer narrative:
Manufacturers ref#: (B)(4). D4) lot#: e4164566 and e4078172, d4) catalog#: zta-p-34-161 and zta-p-34-209, g4) similar to device marketed under 510(k)/PMA: p140016. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study ((B)(4): zenith alpha thoracic post market retrospective study): synopsis: a type ib endoleak was reported 8 days post-procedure. On (B)(6) 2022, this 71-year-old male patient was routinely treated for saccular thoracic aortic aneurysm with placement of a zta-p-34-161 and a zta-p34-209. Prior to the study procedure, the patient underwent left subclavian transposition on (B)(6) 2022. It appears that the study procedure also included thoracic aortic fenestration. Follow-up imaging on (B)(6) 2022 revealed no evidence of device issue and a type ib endoleak. No secondary intervention was performed. Patient outcome: on (B)(6) 2022, the patient died. The cause of death is noted as ¿cardiocirculatory arrest in the setting of haemorrhagic shock following rupture of a false aneurysm of the duodenopancreatic arch.¿

Manufacturer narrative:
Manufacturer¿s ref# (B)(4). Summary of investigational findings: this complaint is opened to address a type 1b endoleak, in a patient enrolled in a zenith alpha thoracic post market retrospective study (17-13). On (B)(6) 2022, this 71-year-old male patient was routinely treated for saccular thoracic aortic aneurysm with placement of a (B)(6). Prior to the study procedure, the patient underwent left subclavian transposition on (B)(6) 2022. It appears that the study procedure also included thoracic aortic fenestration. The distal neck was parallel with no thrombus and occlusive disease and mild tortuosity and calcification, with a maximum diameter of 34 mm. Intended distal seal zone was zone 5, mid descending aorta to celiac. Length of distal seal zone is 15 mm. In addition, the patient underwent a mechanical bentall procedure with replacement of the aortic root and debranching of the brachiocephalic trunk and the left common carotid artery. It is unclear whether this intervention corresponds to the entry labeled ¿thoracic aortic fenestration¿ on the checklist, which is recorded as having been performed on the same day as the procedure involving the zta devices. Procedural angiography revealed no evidence of device issue or endoleaks. Follow-up imaging on (B)(6) 2022 revealed no evidence of device issue and a type ib endoleak. No secondary intervention was performed. On (B)(6) 2022, 24 days post-procedure, the patient died. Cause of death is noted as cardiocirculatory arrest in the setting of haemorrhagic shock following rupture of a false aneurysm of the duodenopancreatic arch, which is assessed not related to study device/procedure, but related to co-morbidity diagnosed after procedure. The complaint reported by the user was confirmed. The complaint is confirmed based on customer and/or sales representative testimony. The device evaluation could not be performed as the device or photographic evidence of the device was not returned for evaluation. Complaint event is related to the implanted stent graft. This complaint originates from a retrospective post marked study where images are not collected. A review of the manufacturing records and/or specifications did not reveal any discrepancies/nonconformances that could have contributed to this complaint issue. The investigation concludes the complaint device was manufactured to specification. There is evidence to suggest that user did not follow the instructions for use and/or label. It is reported that the distal seal zone was 15 mm, according to the instruction for use ¿nonaneurysmal aortic segments (fixation sites) proximal and distal to the thoracic aneurysm or ulcer, with a length of at least 20 mm¿ the device was used in a manner inconsistent with the product labelling and/or instructions, therefore it is unknown how the device will function. A definitive cause was identified, it is assessed that the reported type 1b endoleak is related to the distal seal zone being 15 mm, according to the instruction for use key anatomic elements that may affect successful exclusion of the thoracic aneurysm includes short proximal or distal fixation sites (<20mm). An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering this event the risk associated with the use of this device is still deemed adequate. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer's ref #: (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 24jul2025: an ae for cardiac arrhythmia requiring treatment has been entered: 23 days post-procedure, not related to study device/procedure, led to death. Patient outcome: additional information received 24jul2025: study exit form has been updated to show that death was related to co-morbidity diagnosed after procedure.